Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that they were hospitalized on (B)(6) 2025 and treated for diabetic ketoacidosis (dka) following an insulin delivery supply change, during which the infusion set was not replaced. The dka was treated with intravenous insulin, fluids, and potassium, and the user was discharged the following day. No long-term health effects were reported.